Event description:
It was reported that the patient experienced an increase in pain and spasms of a moderate severity. On (B)(6), a catheter access port (cap) contrast study was performed and it was seen that the dye was going into the pocket, not the cerebrospinal fluid. It was indicated that the codman anchor broke and the catheter had worked itself back into the pocket. The catheter was later replaced and the event resolved without sequela that same dame. The device system was used to deliver morphine and baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Returned for analysis was the pump and the catheter. Here was motor stall recovery in the logs. After doing further analysis the technician found nothing significant that may cause the motor stall. Analysis of the pump revealed no anomaly, normal device function. Catheter was returned incomplete in segments; analysis of the same revealed no significant anomaly. A non-significant indent was seen down in the cup of the sc connector.

Manufacturer narrative:
Product ID 8590-1, lot# n213450, implanted: 2010 (B)(6); product type accessory product ID neu_unknown_cath, lot# unknown, explanted: 2014 (B)(6); product type catheter. (B)(4).